Event description:
It was reported that the patient was presented to the emergency department with epistaxis in their right nostril which began on (B)(6) 2022 with no trauma or injury to the nose. Afrin nasal spray was applied with 10 minutes of pressure. Mild bleeding of the posterior pharynx was seen. A rhino rocket was placed due to continued bleeding but was later removed due to patient discomfort. An otolaryngologist was consulted and the patient had an absorbable fibrillar placed which relieved the bleed but it fell out of the patient's nostril. Silver nitrate was applied to stop the bleeding. The patient was discharged on (B)(6) 2022 after a reexamination of their right nostril found no bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion; a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19oct2020. No further information was provided. The manufacturer is closing the file on this event.